Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from july 28, 2015 to july 29, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and underwater pressure testing were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked from around the adapter/connector. This occurred after priming with leucovorin, and was noted by the patient prior to patient connection. The device was connected to a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.